Event description:
It was reported that the tip cover melted during a procedure. There were no adverse consequences and no delay in the procedure alleged with this event.

Manufacturer narrative:
The device is available for eval. However, it has not yet reached the mfg site for investigation. A f/u report will be filed once the investigation is complete.